Event description:
Sorin group (B)(4) received a report that few minutes into the procedure, the perfusionist noticed that the color of the water in the heater/cooler turned pink. Blood was seen coming out of the water ports when the lines were disconnected. Blood loss was approximately 300-400 cc. After the case, the perfusionist pressurized the unit and found a drop in the pressure from the blood side to the water side compartment. There was no report of patient injury.

Manufacturer narrative:
Lot number was not provided. Therefore, the expiration date is unknown. Lot number was not provided. Therefore, the manufacture date is unknown. Sorin group (B)(4) manufactures the eos oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that a few minutes into the procedure, the perfusionist noticed that the color of the water in the heater/cooler turned pink. Blood was seen coming out of the water ports when the lines were disconnected. After the case, the perfusionist pressurized the unit and found a drop in the pressure from the blood side to the water side compartment. There was no report of patient injury. The oxygenator was sent to sorin group (B)(4) for further testing. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.